Event description:
Additional information was received that product analysis is complete on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. There was no abnormal performance or any other type of adverse condition found with the generator.

Event description:
Additional information was received that the generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
It was initially reported that the patient was having a change in seizures and painful stimulation. The patient had a prophylactic generator replacement. Good faith attempts for product return are in process. The patient began having an increase in seizures (B)(6) 2011 believed to be related to a depleting battery. The patient had their topomax dose increased which helped a little. The patient was also having painful stimulation in the neck. Diagnostics were all ok. It was decided that due to the seizure increase and the painful stimulation, a prophylactic generator replacement would be best. The level of the seizure increase was unknown as compared to baseline. The patient has partial complex seizures and non-epileptic stress events. The patient is doing well currently. No further information was provided.